Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. The customer did not provide bg values. Reportedly, the customer was not able to access the pump features due to the feature lock being accidentally turned on by the customer. The customer turned the feature lock off. Additional information on the reported issue was not provided.